Event description:
Customer reported that a group rh(d) positive patient failed to react in the anti-d microtube of the mts a/b/d monoclonal and reverse grouping card lot # 050107037-19 while testing on the ortho provue. Manual gel test with the same gel card lot # also gave negative reactions in anti-d. A positive reaction with anti-d antisera was obtained by repeating test using alternate tube test method. Information was not provided regarding whether the erroneous test results influenced physician decisions. Death or serious injury to the patient was not reported.

Manufacturer narrative:
Sample and cards were not returned by the customer for investigation. Therefore, complaint could not be verified. No definitive root cause was identified for the reported event. However, sample cannot be ruled out as a contributing factor. A complaint review indicates no other similar complaints have been logged against this lot.